Manufacturer narrative:
Updated fields: b3, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the that the reported suggested malfunction occurred when excessive stress was applied to insertion section while angulation. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: labeling. User can detect the event by following IFU below. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the uretero reno videoscope exhibited a broken bending tube and the metal braids were sticking out. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.